Manufacturer narrative:
(B)(4). Reported event was confirmed via the operative notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently the patient underwent their fifth revision due to dislocation/instability approximately two and a half years later. During the explanation of the stem, the patient sustained a femoral fracture. The fracture was not repaired with the intent of addressing the break in a future surgery.

Manufacturer narrative:
(B)(4). Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.